Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Product ID: 3889, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the lead had become dislodged. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. No further complications were reported.